Event description:
Boston scientific was notified that, this taper-16 flex tip was used together with a 6f envoy guiding catheter. Trying to manipulate the wire the physician realized that he cannot move the wire, further manipulation let lose the distal tip of the wire. The tip remained in the "carotis" interna. He finished the procedure with a new wire. Patient is under plavix.